Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition, a secondary issue was noted; when the meter was tested,it powered off during use. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter would not turn off. The complaint was classified based on customer care advocate (cca) documentation. The patient could not recall when the alleged product issue first occurred. The patient informed the cca they do not take any medication in order to help manage their diabetes and they did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later the patient developed symptoms of "dizzy and sweaty"; symptoms which they associated with hypoglycemia. In response to these symptoms, the patient self-treated by consuming additional food and/or drinks an unspecified period of time later. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting, the cca noted that there was no misuse of the product and the last blood glucose result was all that would display on the screen. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of severe hypoglycemia, in accordance with lfs's serious injury criteria, after the alleged meter issue began.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.